Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or user had high glucose value. Manufacturer contacted customer within 24 hours urgent call on (B)(6) 2016 for knowing customer's condition; customer state condition has not improved. On (B)(6)2016, customer called 911 and admitted in the hospital. Customer tested upon arrival and obtained results of 1300mg/dl; customer treated with insulin for lower the glucose level. Customer is still in the hospital at the call on time. On 4/20/2016 customer contacted for knowing customer's condition;customer stated feel better,customer discarded on 4/20/2016,customer stated with insulin. No other information provided.

Event description:
Customer initial complaint was an e-5. Customer states that felt tired and blurry vision. The customer was advised to contact the doctor. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of hi on each test. The customer's expected fasting blood glucose test result range is 100mg/dl-120mg/dl. The customer was diagnosed with diabetes six months ago. The customer has not had any recent changes in diet, medication, or exercise. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).